Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius stay safe mts set shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing lines during fill 1 of their pd treatment. The patient reported receiving a drain complication encountered. Please check patient line and drain line message during drain 1 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did not come in contact with the cycler. The patient was advised to cancel their treatment, reset up with new supplies, and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Upon further follow up, the patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the patient was using the stay safe mts set, a liberty cycler set, and the liberty select cycler during this event. The patient contact stated that they believed the fluid leak occurred from the stay safe mts set. The patient contact stated that it is unknown if the patient completed their treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set and the stay safe mts set used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing lines during fill 1 of their pd treatment. The patient contact reported receiving a drain complication encountered. Please check patient line and drain line message during drain 1 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did not come in contact with the cycler. The patient contact was advised to cancel the patient's treatment, reset up with new supplies, and follow up with the patient's peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.